Event description:
During surgical procedure, light sleeve fell off of surgical light when touched to adjust the light. Sleeve fell into sterile field. Appears to fit loosely on light handle. These are two of the four occurrences of this problem rptr has had in the past two weeks. Sleeve available for inspection.